Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had experienced a loss or change of therapy. The patient had issues with symptom return. The patient thought the therapy was helping during the day, but never really at night. The patient had surgery on (B)(6) 2017 for a bladder sling and uterus lift. The patient was still wetting the bed every night, sometimes from their shoulders down to their calves and feet, and had tried every medicine they¿ve come up with and nothing seemed to help. Since yesterday, the patient had issues during the day too and wet their pants 5 times during the day and soaked through the pads. The patient did check to see if stim was on and it was, and increased stim to 4.7v and that did not help either. The same thing was happening on the day of the report. Since the patient¿s sling surgery on (B)(6) 2017, they had not been on ¿robetrick;¿ however, they were on it before the surgery. Programs were changed from program 2 to 3 by the patient¿s nurse practitioner about a month ago; the patient wanted to go back to program 2 because it worked better. It was noted the therapy was helping the patient by 50%, and the patient had tried programs 1, 2, and 3 at this point. The patient switched back to program 2 at 4.7v and felt stimulation in the correct area (i.e., bike seat). The patient was advised to consider program 4 and to contact their healthcare provider (hcp) if symptoms do not improve. No trauma/falls were reported that could be related to the issue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.